Event description:
The hcp reported a bridge bolus was not programmed with a concentration change in 2006, and the pt experienced an overdose. The pt had been receiving fentanyl 500ug/ml at 151ug/day and was changed to 2000ug/ml at 160ug/day. The pump was left programmed at 500ug/ml at 151ug/day. A follow up report will be sent when additional info is received.